Manufacturer narrative:
Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30413087m number, and no non-conformances related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
(B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a female patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and the patient suffered a cardiac tamponade and cardiopulmonary arrest which required cardiopulmonary resuscitation; however, brain damage occurred. After the procedure while the patient was in the hospital ward, the patient suffered a cardiopulmonary arrest. The patient was resuscitated; however, the brain damage remained. The physician commented that although it is said that there is no direct relationship with the product, the cause may have been inadvertent impingement of the left atrial appendage (laa) during left pulmonary vein (lpv) ablation. The cause of cardiac tamponade of laa is considered to be a deviation of merge and operability of the vizigo sheath may be poor. There was no evidence of steam pop occurred. For the vizigo sheath, it was reported that the sheath length was too long for the patient to operate well due to the small patient¿s stature, and the skin resistance in the groin and the resistance in the septum were cited. The physician¿s opinion regarding the cause of this adverse event is that it was procedure related. There was no information about the hospitalization. Patient status was reported as improved but brain damage remained. The sheath issue was assessed as not MDR reportable. There was no evidence of device malfunction. The most likely consequence was an intraprocedural delay. The potential risk that it could cause or contribute to a serious injury or death was remote. Since the adverse event was life threatening and required intervention to prevent permanent impairment of a body function or permanent damage to a body structure, then it is to be considered serious and MDR-reportable.